Event description:
It was reported the epg (external pulse generator) case was broken. The epg was returned for repair. There was no patient involvement. Subsequently, the device tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event. The upper and lower case halves, both bail covers, and ring cover were broken. The battery contacts were compressed, patinaed, the release was contaminated, and the drawer was broken. The heart wire contacts were patinaed. The ring was bent. The keyboard window was scratched. It was also observed that the serial number label was torn.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis confirmed the reported event. The upper and lower case halves, both bail covers, and ring cover were broken. The battery contacts were compressed, patinaed, the release was contaminated, and the drawer was broken. The heart wire contacts were patinaed. The ring was bent. The keyboard window was scratched. It was also observed that the serial number label was torn.